Event description:
It was reported that the caller didn't have diagnostic data or leadless electrocardiogram available to them post implant. This was attributed to implant detection not completing. The device is still in use. No patient complications were noted as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.